Event description:
It was reported by the manufacturer field service tech that during docking, large amounts of water began coming out of the bottom of the unit. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A manufacturer field service tech was dispatched to the user facility to evaluate the device. It was discovered that the internal fresh water line had a small hole melted in it caused by it resting on the vacuum pump. The water line was replaced and the unit was returned to use.